Manufacturer narrative:
The original decision was reported on the vmsr report. However, a second review indicates this complaint as a serious injury.

Event description:
The original decision was made on the vmsr report. However, a second review indicates this complaint as a serious injury. Implant failed due to implant fracture at placement.